Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an under infusion: to be volume infused 138ml, rate 3ml/hr over 46 hours. There was patient involvement, no patient injury was reported. A back up pump was not available at the time of the reported issue, so the patient was redirected to the physician. The event occurred at the hospital.